Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j92103110, implanted: (B)(6)1993, product type: catheter. (B)(4).

Event description:
It was reported that the patient was in the intensive care unit (ICU) for a cardiac event and the reporter was called in to read the pump. Upon interrogation, the reporter saw safe state, reset occurred, motor stall occurred, and stopped pump may exceed tube set. The motor stall occurred in (B)(6) and the pump never recovered. The patient was intubated and unable to communicate. The pump system was currently being used to infuse fentanyl, marcaine (bupivacaine), and morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.